Event description:
It was later reported that the patient visited their health care provide (hcp) on (B)(6) 2014. Per the visit notes, the patient had onset of lower urinary tract symptoms 2 weeks prior to the visit patient had onset of the lower urinary tract symptoms. The symptoms were characterized as hesitancy, straining, urgency and inability to void. The patient was seen prior to the date of the hcp visit and indwelling foley catheter was placed. It was noted that urinalysis was within normal limit. He had adjusted the setting on his interstim over the last few days but had not noticed any improvement with the symptoms. The patient had painful sensation with the interstim from his groin down his right leg and had turned down the amplitude, however the sensation had persisted. The urine force was described as weak plus hesitancy, nocturia and frequency. Follow up appointment were scheduled from the date of patient's hcp visit as indicated above for 2 days after that date and a month after that date for reprogramming.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was stated that the patient did get the urge to void, but had to ¿force it¿ to void. The change was noticed 1-2 weeks ago. The patient also rewired a water heater a week ago and experienced a shock. It was also stated that the patient fell in the shower 4 days ago, but he did not fall on his back. It was verified that stimulation was on. The patient was told by the healthcare provider (hcp) to switch to program 3 from program 4. The patient was currently at 1.2 volts because 1.4 volts was too strong. The reporter had spoken with the hcp twice (yesterday evening and at 0300 the morning of the report) and the primary care physician (pcp) thought the device needed to be reprogrammed. The patient was advised by the hcp to go to the emergency room (ER) and get a catheter. The patient had an appointment with the hcp to following day.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v814856, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).